Event description:
It was reported that the user experienced multiple ilet alerts for low and high glucose while using a libre 3+ sensor that later detached, with sensor readings discordant from fingerstick values and subsequent loss of readings after the user attempted to reposition the sensor. Symptoms included none reported. Outcomes included self-management at home without medical intervention and temporary out-of-range glucose, with lows treated by snacks and soda and highs corrected by the ilet algorithm. Investigation included agent-led troubleshooting and replacement of the detached sensor, after which a new sensor warm-up began. Investigation of this case revealed sensor dislodgement with loss of signal and erroneous glucose values that contributed to overtreatment and subsequent hyperglycemia, with the ilet providing appropriate high and low alerts. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to sensor detachment and resultant inaccurate cgm input, with the ilet pump functioning as designed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.